Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided; best estimate between (B)(6) 2019 and (B)(6) 2019. If explanted, give date: unknown, not provided; best estimate is sometimes in (B)(6) 2019. (B)(4). Device evaluation: the product was not returned to the manufacturing site; the complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no similar complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 intraocular lens (iol) was implanted in the patient's eye on (B)(6) 2019. It was later explanted due to halo and glare. The surgeon indicated that the lens has been cut into pieces and is not being returned. No further information was provided.